Manufacturer narrative:
This report is being supplemented to provide additional information based on additional investigation performed. Based on the results of the investigation, foreign matter at scope connector secondary water inlet, was determined to be from chemicals such as antifoaming agents. It was determined that the root cause of the foreign object remaining in the device was due to handling. Foreign matter adhering to the inner surface of the auxiliary water supply pipe was collected and analyzed, and organic silicone was detected. The origin is thought to be a chemical such as an antifoaming agent. Since the product instruction manual recommends using only sterile water for the auxiliary water supply function, it is possible that an antifoaming agent or other non-recommended substance was used by the user, which may have led to insufficient cleaning and resulted in the foreign matter remaining in the pipe. It was confirmed that there was no damage or deformation in the area where the foreign matter remained (secondary water supply pipeline). As a result of checking the reprocessing status at the facility, we found that some information was not available, so it was unclear whether reprocessing was being carried out appropriately. Recommendation to "use only sterile water for water supply" is stated in "chapter 3, preparation and inspection, 3.8 inspection of functions combined with related devices" in the gif/cf/pcf-290 series instruction manual operation section. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited residual liquid or foreign material coming out of the auxiliary water inlet of the endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water port of the scope connector was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.